Event description:
Customer reportedly received result of 55 mg/dl on advantage system 1 and 188 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Test strips had inadvertently been spilled on the floor. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551010, expiration date 08/31/2010). Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 1.